Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Were there patient consequences? If yes, please explain. It was reported that the event date is january 01, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Please provide the product code and lot number. Delivery / order number: invoice if possible: pictures of the container, product or/and relevant element related to the complaint? Carrier associated with delivery: if available, container lp number/s (lp: license plate associated with each shipment). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that three sutures were found to be broken and discolored before their expiry date. There were no patient consequences reported. Additional information was requested.